Event description:
It was reported the patient's scs system stimulation was decreasing without prompting. Troubleshooting by the company representative revealed the system was exhibiting a lead electrode impedance problem. Reprogramming did not resolve the issue. The patient's scs lead was replaced and the issue was resolved.